Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was suspected of exhibiting loss of capture (loc), noise oversensing and high out of range pacing impedance measurements. Technical services (ts) was consulted and discussed doing a lead revision or reprogramming. This ra lead remains in service. No adverse patient effects were reported.